Event description:
Philips received a complaint on the philips efficia dfm100 defibrillator monitor indicating that the device's therapy test failed. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the field service engineer ordered the device's dfm100 assy capacitance. The customer has ordered a dfm100 assy capacitance to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.